Manufacturer narrative:
The customer did not sequester the device and will not be returned per customer. The customer complaint could not be confirmed because the device/product was not returned for failure investigation. The root cause of this failure was not identified. Patient age and dob was requested but not provided.

Event description:
It was reported that the device shuts down when bumped or moved over thresholds.